Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted by technical support to reset the pump, and successfully started their sensor session without further errors.